Manufacturer narrative:
Correction: h4 investigation conclusion: the reported complaint that the pump module was involved in an over infusion of a medication that was programmed to infuse 1 cc per hour but infused 100 cc in 30 minutes could not be confirmed or replicated during this investigation. Log review confirms that on (B)(6) 2020 at 02:18:15 pm, the pcu received a remote IV for drug ID 70 to infuse at the rate of 1.5 ml/h with the vtbi of 100 ml. The calculated duration of this infusion is 66 hours and 40 minutes. The pump module was channeled off at 02:36:14 pm on (B)(6) 2020. The total volume infused between (B)(6) 2020 at 02:18:15 pm and (B)(6) 2020 at 02:36:14 pm was recorded to be 0.44 ml. The pump module was removed at 08:33:07 am on (B)(6) 2020. The pcu sn 13751447 was powered off at 09:20:41 am on (B)(6) 2020. The actual bag volume could not be ascertained from the event logs. Device inspection: the inspection process performed on syringe module sn (B)(6) found it to be in fair condition. The corrosion and damaged ribs found on the iuis were not relevant to the reported incident. Received two (2) used model 11171447 administration sets from the customer. The second administration set was connected to an empty bag of myxredlin (insulin human) in 0.9% sodium chloride injection 100 units per 100 ml (1unit/ ml). Additionally, there was a red ¿medication added ¿ insulin¿ label wrapped around the tubing located by the male luer. The male luer of the second administration set was connected to the distal smart site located below the pumping segment of the first administration set. Both administration sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing, or damages to the component. There were no anomalies observed on the administration set. Root cause analysis: the root cause of the reported complaint that the pump module was involved in an over infusion of an unspecified medication programmed to infuse 1 cc per hour but infused 100 cc in 30 minutes could not be identified in this investigation. The unspecified medication was identified on the medication bag of the administration set as myxredlin (insulin human) in 0.9% sodium chloride injection 100 units per 100 ml (1unit/ ml). Device history review: a review of the device history record showed the device had a manufacture date of (B)(6)2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported an lvp 8100 was involved in an over infusion of an unspecified medication. It was programmed with an "infusion rate of 1 cc per hour, but the infusion ran 100 cc within 30 mins."

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no additional patient information provided.

Event description:
It was reported an lvp 8100 was involved in an over infusion of an unspecified medication. It was programmed with an "infusion rate of 1 cc per hour, but the infusion ran 100 cc within 30 mins."